Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after experiencing a vibratory alert for low atrial impedance. Upon interrogation, several automatic mode switch episodes due to lead noise were noted, and intermittent noise was seen during the interrogation. The lead impedance was normal. The patient would continue to be monitored. There were no patient consequences.